Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated ion levels and possible alval. Update rec'd (B)(4) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, increased metal ion levels, osteolysis, and loosening of the acetabular cup. A doi has also been provided. An unknown cup is now being added to address allegations of the loose cup.